Manufacturer narrative:
(B)(4). Final device analysis reveals a reliability non-conformance and a primary finding of foreign material in the packaging. Testing results noted a pattern was embedded on the material which indicates that it was from the adhesive from the tyvek lid. The lid was possibly lifted or not positioned correctly when it was sealed.

Event description:
It was reported that a white powder was observed on the inner lid of the extension packaging. The health care facility thought earlier the lid of the lead or adaptor was contaminated with white powder.